Event description:
It was reported that "blood leaks from syringe". There was no disinfection or sterilization, and no infectious disease occurred. This occurred during use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated. One device sample was received. Visual inspection showed the luer slip syringe was partially broken on the shoulder. The condition of the sample was such that it was not possible to conduct a leak test. The noted damage resulted in a hole being present, confirming that leakage would most likely occur. Based on the results of this investigation the complaint was confirmed. The root cause was not established, and a quality alert has been issued to the production floor to heighten awareness towards this potential issue. Complaint information will continue to be monitored for any new information and future actions will be taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.